Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number (B)(4).

Event description:
It was reported that a (B)(6) -year-old female patient underwent a breast augmentation procedure with an unspecified mentor gel breast prosthesis that ruptured after implantation. Rupture was discovered during an MRI exam. As a result, the patient underwent bilateral explantation and replacement with unspecified breast prostheses on (B)(6) 2018.

Manufacturer narrative:
On 07/10/2018, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On 07/10/2018, mentor received additional information about the event: the date of event was originally reported to be (B)(6) 2017. New information states that the date of event is (B)(6) 2017. The explantation date was originally reported to be (B)(6) 2018. New information states that the explantation date is (B)(6) 2018. Patient¿s explanted devices were replaced with a mentor memorygel breast implant 325cc gel breast prosthesis and a mentor memorygel breast implant 350cc gel breast prosthesis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 08/06/2018, mentor discovered that the suspect medical device is a mentor memorygel breast implant 400cc gel breast prosthesis, catalog #3504001bc, lot #5561715, PMA #p030053, UDI # (B)(4). On 08/23/2018, the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 08/28/2018, mentor completed the investigation on the suspect medical device. Upon receipt by mentor, the gel contained in the device appears clear. No foreign material was observed within the device. Gel was observed on the shell surface. Upon initial inspection, the device was severely rented within a crease at the edge of the rent. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. There is no evidence that the issue is related with manufacturing. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet; however, complaint trends for mentor devices will continue to be monitored by quality assurance. Mentor performs 100% inspection and testing of all devices prior to release. Manufacturer¿s reference number: (B)(4).